Manufacturer narrative:
A baxter rep received a report from an international customer on 8/3/1997, which stated during a platelet donation the donor experienced a serious episode of an acd reaction. No further info was recieved from the customer. On 9/26/1997 baxter faxed a letter to the customer requesting additional info about the incident. During a conference call on 11/6/1997 with the customer baxter learned that on the first donation a plateletpheresis donor with no relevant medical history experienced chest oppression lasting 10 minutes, a blood pressure of 85/60, no lab tests were conducted and 45 ml of calcium gluconate (10%) in pbs 1900 ml was administered. The procedure was interrupted after approx 1 liter of blood was processed and 260 ml of acd was used. The donor fully recuperated and was released in good condition with no sequelae. The acd pump tubing on the acd pump roller fell forward causing the acd flow rate to increase. Baxter reported this event to the FDA as a malfunction 11/12/1997 approx 40 days after it's due date. It would appear that baxter did not put forth a prompt effort to verify the info initially received. Calcium gluconate was administered to stabilize the donor and prevent further donor complications. The administration of calcium gluconate would constitute medical intervention. This incident should have been reported to the FDA within 30 calendar days in accordance with the provisions set forth in 21 cfr part 803 as a serious injury. You should submit an MDR supplemental report on this even classifying it as a serious injury.

Event description:
From an intl customer a report was rec'd by baxter rep on 8/31/97 which stated that on 8/31/97: during a platelet donation the donor experienced a serious episode of acd reaction. No further info was rec'd from the customer. Baxter fenwal intl reps contacted the customer on several occasions requesting info. On 9/26/97 a letter was faxed to the customer requesting add'l info about the case. On 11/6/97 during a conference call with the customer baxter fenwal rep in europe obtained sufficient info about the case to make a determination about the severity of the reported event. The customer stated: no device is available for eval, female, born on 7/13/61 57 kg 162 cm tall. This was the donor's first donation. No relevant med history. The symptoms were described as chest oppression lasting for 10 mins. Blood pressure 85/60, no lab test done. Med administered was 45 ml calcium gluconate (10%) in pbs 1,900 ml. This was described as a severe acd reaction. Procedure was interrupted after approx 1 l of blood was processed and 260 ml of acd used. The donor fully recuperated and released in good condition with no sequelae. The acd pump tubing on the acd pump roller fell forward (this causes acd flow rate to increase).